Event description:
One tube fell off, second implant pulled off needle after overpenetration and needle removed from meniscus before deployment. Silicone tube removed. Suture and one implant removed second implant left on back side of meniscus. No patient consequences.

Manufacturer narrative:
This device is on a limited launch; the development and quality teams are monitoring this product. This particular instance was technique driven; there were no patient consequences or harm. This complaint established to capture and trend. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.